Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has an unresponsive keypad. It was reported that the insulin pump also alarmed unexpected restart and button error. Customer's blood glucose reading was around 300 or 400 mg/dl because the insulin pump was not delivering insulin. Customer stated that the insulin pump may have been exposed to moisture. Customer's current blood glucose reading was 125 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No button error alarm or display anomaly was noted. All operating currents were normal and the insulin pump passed the rewind, basic occlusion test, occlusions test, prime test, excessive no delivery alarm test and displacement test. However, the motor was noisy during the rewind due to a faulty motor. No excessive no delivery alarm was noted. The insulin pump passed the reset error test. The insulin pump was received with minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.